Event description:
The 25gguage x 5/8"inch kendall safety needle was reported as having a blocked needle chamber. This was identified before use on a patient. The affected lot numbers were pulled from distribution, in addition to the entire stock recalled by vendor.